Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00 x 12 synergy ii drug eluting stent (des) was advanced to treat the lesion. However, the stent came off from the balloon. Snaring was performed to retrieve the dislodged stent, but was unsuccessful. The device was left inside the patient. The procedure was then completed with balloons and stents. No patient complications were reported and the patient's status was fine.